Event description:
Healthcare professional reports one incident of a patient reaction with the psn 120 dialyzer. It was reported that 10 minutes into treatment, the patient experienced watery eyes and began sneezing. Treatment was stopped and blood was returned to the patient with no reported blood loss. Patient was administered solumedrol 200 mg, IV with relief. Treatment was resumed with new disposables including a fresenius f-5 membrane and completed without further incident. Patient is allergic to ancef, thorazine, vanco, penicillin, cephaloxin, sudafed, ampicillin, solucortef, and benadryl.